Event description:
It was reported that a balloon pulled off the shaft during preparation. During unpacking, no resistance was encountered when removing the 4.00 x 15 mm flextome cutting balloon catheter from the packaging hoop. The physician removed all the air from the balloon. When the physician tried to removed the balloon protector, resistance was encountered and the balloon pulled off the shaft. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon pulled off the shaft during preparation. During unpacking, no resistance was encountered when removing the 4.00 x 15 mm flextome cutting balloon catheter from the packaging hoop. The physician removed all the air from the balloon. When the physician tried to removed the balloon protector, resistance was encountered and the balloon pulled off the shaft. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that a balloon pulled off the shaft during preparation. During unpacking, no resistance was encountered when removing the 4.00 x 15 mm flextome cutting balloon catheter from the packaging hoop. The physician removed all the air from the balloon. When the physician tried to removed the balloon protector, resistance was encountered and the balloon pulled off the shaft. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device identified that the location of the proximal markerband was proximal to the proximal balloon bond. The device was attached to an encore inflation unit to prepare the balloon for protector cap removal. Negative pressure was applied and bubbles were noted continuously entering the inflation unit which is indicative of a device leak. An attempt was made to remove the balloon protector however it was not initially possible. A second attempt using additional force was performed and the balloon protector was removed. A microscopic examination confirmed an inner lumen detach at the distal bond. Therefore the inner lumen and markerbands had moved proximally due to the inner detachment. A further examination confirmed no issues with the blades. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as complaint information states that the balloon protector was not removed using a straight force. The dfu states: remove the peripheral cutting balloon device from its protective ring. Discard the protective ring. Using straight force (not a twisting motion), pull the blue protective sleeve off the balloon. (B)(4).

Manufacturer narrative:
(B)(4).